Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was in an overdischarged stated. There was a poor communication screen with the recharger. It was stated that the patient had not charged the ins for 10 months. The hcp requested and was provided instructions for performing a physician recharge mode charging session for the patient. There were no symptoms reported. No further complications were reported or anticipated.